Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reported event of loss of height of the acculif cage was confirmed based on provided x-ray images. X-rays were reviewed by stryker r&d department and the reduction in height was measured. It was confirmed that the implant reduced in height by approximately 2.431 mm. A manufacturing review of the implanted device was performed and indicated no discrepancies or anomalies. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that the cage collapsed.

Event description:
It was reported that the cage collapsed.